Event description:
Subsequent to the supplemental MDR, additional information was received on 06/19/2024. It was reported by the parent that unspecified sensor malfunction occurred. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. The product performed within specification and the complaint allegation falls within expected performance. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information; h2: type of follow up - correction/additional information; h6 codes: investigation conclusion - correction/additional information; h10: corrected data.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported by the parent that the pediatric patient experienced bleeding that lead to sensor failure. The episode occurred the day the sensor had been inserted in the arm. The sensor was inserted into the arm, which is off label usage of the device. According to the report, when preparing for school, the bleeding wouldn't stop. Due to the bleeding, the sensor failed and the patient didn't have any other way to detect how much the readings were. The parent took the patient to the hospital because she was hyperglycemic, vomiting, and very sick. At the hospital, the patient was given nausea medication, insulin, and a couple bags of IV fluids. The patient rested for the duration of the 6-8 hour hospital stay and was discharged. At the time of the report, the patient was feeling better. No product or data was provided for investigation. Problem could not be confirmed, and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.